Event description:
It was reported that during a hysterectomy procedure, the device tissue pad came partially detached, the case had just started. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.